Manufacturer narrative:
In this case, the c-arm was in the ap position causing the interference between the k-wire and pre-drill. Upon review of the k-wire which was returned from this case, it is evident that the k-wire was cut off on the proximal end. For future cases the c-arm should be utilized in the lateral position during all parts of the procedure after the k-wire has been placed. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported. Device evaluation: returned k-wire was visually inspected. K-wire was cut off on proximal end.

Event description:
K-wire bent during case and then cut off by drilling machine. During implantation of the first screw everything went well. But with the second screw the axex of the drill machine and the k-wire combination with the drill were not parallel. For this reason, a short part of the k-wire were cut off above the drill machine. However, the k-wire and drill were already placed well in the patient. But, to be on the safe side for the further procedure the d-wire/drill were removed. A second k-wire was used. Thus also the second screw could be implanted successfully.